Event description:
It was reported that a vented paclitaxel set leaked during infusion. Reportedly, the device leaked near the filter area. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. A visual inspection of the device noted no physical abnormalities. Functional testing was performed and a leak was identified at the millipore filter. The cause of the reported condition was determined to be a defective millipore filter. The millipore filter is not manufactured by baxter, but is purchased from a supplier. The supplier was notified of this condition. If additional information becomes available, a follow up medwatch will be submitted. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.